Event description:
It was reported that loss of capture was observed on the patient's leadless pacemaker during a post-procedure check. Flouroscopy imaging confirmed that the device had dislodged from its original implant location and was caught in a reversed position at the apex. Upon device retrieval, its helix was noted to have extended. The device was explanted and a new one was implanted. The patient was stable.